Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and monarch product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that when an intraocular lens was being injected into a patient's eye, the cartridge cracked. There was no reported patient harm. Additional information was requested.